Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 19/jan/2018. Inspection of the unit was performed on 22/jan/2018 where the quality control inspector found the following: bending rubber pinhole, up/ down angulation knob play, right /left angulation knob play, forward body trim collar attaching nut worn/ loose thread, failed dry leak test, umbilical cable dent, failed wet leak test, elevator body screw loose, distal cap missing silicone, insertion tube gauge/dig at stage 3, umbilical cable single buckled under pve root brace, light carrying bundle distal cover glass middle scratched, segment compressed, customer complaint confirmed, image mild spot, bending rubber leak at distal end, segment steel braid cut. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 08/feb/2018. Parts replaced: o-rings and seals, deflector operating wire, bending rubber, fwd body trim cover attaching nut, air/water tube, deflector operating wire, operation channel, adjusting collar, segment attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, distal case/cap.